Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer received a pump error 23. Customer's blood glucose was unknown. Insulin pump would be replaced.

Manufacturer narrative:
The pump passed the self-test, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. However, the pump was received with high sleep currents due to high resistance on the internal battery connector. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly. The power management parameters graph confirmed the unloaded voltage and voltage was within specification range. The test energizer battery was removed from the battery compartment and the pump was monitored for 10 minutes. The pump powered up properly after insertion of the battery and no unexpected pump error 23 alarm were noted. The pump was received with a scratched case, a missing end cap address label, a cracked select button keypad overlay, keypad overlay texture damage, pillowing keypad overlay, and minor scratches on the lcd window.